Event description:
This device was implanted on (B)(6) 2008 and was explanted on (B)(6) 2011 due to early eri. The physician was dr. (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).